Manufacturer narrative:
(B)(4). Implanted some time in 2013. Explanted some time in 2016 concomitant products: catalog # ni, unknown shoulder stem, head, and glenoid component, lot # ni. Therapy date : some time in 2016. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty and subsequently was revised 3 years later due to dissociation and wear. Surgeon initially went in to treat for infection and found the part holding the polyethylene came unscrewed and the poly turned in patient's body and became worn. It was stated only the poly was removed and replaced. Pain was also reported. No further information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.